Event description:
On (B)(6) 2014, the patient was implanted with a conformable gore® tag® thoracic endoprosthesis (tge373715/11376244) to treat an aortic arch aneurysm rupture. Prior to the procedure, the physician performed an aortic branch vessel procedure whereby the left subclavian artery was covered and embolized, and perfusion to the left common carotid artery was maintained using a ¿chimney¿. The tag® device was deployed distal to the brachiocephalic artery. On the same day, a dissection of the left common iliac artery was identified, and the patient underwent a femoral-femoral bypass (right-to-left). Attempts were made by gore to obtain additional event information, but none was provided.

Event description:
On (B)(6) 2014, the patient was implanted with a conformable gore® tag® thoracic endoprosthesis ((B)(4)) to treat an aortic arch aneurysm rupture. Prior to the procedure, the physician performed an aortic branch vessel procedure whereby the left subclavian artery was covered and embolized, and perfusion to the left common carotid artery was maintained using a ¿chimney¿. The tag® device was deployed distal to the brachiocephalic artery. At the end of the procedure, an angiogram revealed a dissection of the left common iliac artery. According to the physician, a gore® dryseal sheath (item and lot numbers unknown) was used to traverse a severely calcified region in the patient¿s left common iliac artery, causing the dissection. The patient underwent a femoral-femoral bypass (right-to-left) to treat the dissection. The issue was resolved, and the patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications.

Manufacturer narrative:
Review of additional information received has determined that this event will be attributable to the gore® dryseal sheath. The catalog, lot number, manufacture date and expiration date are all unknown. Correct manufacturer ID/registration number for the gore® dryseal sheath: (B)(4). Implanted date: device was not implanted. Patient medications include zocor, asa, omnic, karvea, lopressor, norvasc, allurit, and panteric. A review of the manufacturing records for the gore® dryseal sheath could not be performed as item and lot numbers were not available. According to the gore® dryseal sheath instructions for use (IFU), adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result.